Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 252, 423, 363 and 310 mg/dl. Tests were done within 10 mins. "Meter out of specificaton, pt using the same finger stick". Pt did not experience any adverse events. No further info has been reported.